Manufacturer narrative:
(B)(4): (myocardial infarction).

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. One day post index procedure the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was probably related to the study device.